Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, prime/fill anomaly, failed batt test or battery failed alert and unexpected e/a alarm found on (B)(6)2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump primed properly. The pump was monitored and no failed batt test or battery failed alert and unexpected e/a alarm noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. There was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6)2021 17:00:44.000 and (B)(6)2021 17:04:54.000 during bolus delivery. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed batt test or battery failed alert recorded in the formatted history file for the event date. The pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. No delivery alarm/insulin flow blocked alarm, prime/fill anomaly, failed batt test or battery failed alert and unexpected e/a alarm were not confirmed. However, during visual inspection, found corrosion on the pcba1, pcba2, force sensor and motor assembly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm, had e error alarm, had rejected new batteries and squirted insulin when prime was done. Customer was able to clear the alarm and redid the bolus. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.